Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811131 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that leakage occurred before use with a syringe s2 2ml 23ga 1-1/4in. The following information was provided by the initial reporter, "founded 5ml syringe air leaked when pumping."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a syringe s2 2ml 23ga 1-1/4in . The following information was provided by the initial reporter, "founded 5ml syringe air leaked when pumping."